Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, plunger went under the lens during insertion and lens jammed up against the cornea. The lens had to cut and removed during initial procedure and replaced with another lens. Additional information has been requested, yet no new information received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).